Event description:
It was reported that the gastrointestinal videoscope had an incompatible scope error (e315) and a scope communication error (e216). The issue was identified during a pre-procedure inspection, prior to sedation. The intended diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.